Event description:
Complainant reports that four weeks following implant surgery, the charite disc had displaced anteriorly. The device was explanted and spinal fusion was performed. As surgical intervention was required.